Manufacturer narrative:
The reported events of noise, loss of capture, and lead insulation abrasion were confirmed. As received, a complete lead was returned in one piece. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil proximal to suture sleeve tie impression. The cause of the reported events was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.

Event description:
It was reported that, during a remote follow-up, episodes of noise resulting in oversensing and a loss of capture were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced. During the explant procedure, an abrasion was noted on the rv lead. The patient was stable.